Event description:
It was reported that on (B)(6) 2026, at 15:50, the patient underwent right percutaneous nephrolithotomy with holmium laser lithotripsy and stone removal under anesthesia and left ureteral stent placement. A foley catheter was indwelled during the surgery. At the end of the operation, it was found that the catheter had slipped out of the urethra. Examination revealed that the balloon had ruptured, and the ruptured balloon fragment was intact, indicating that no fragment was left in the bladder. A new f14 catheter was placed, with unobstructed drainage and light red urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.